Event description:
The complaint/event involved a tego® connector that reportedly could not suction when the dialysis machine lines were connected to the patient's catheter at the hospital. The tego device could initially be sucked in and the branch flushed out but. After changing the tego plugs everything worked well. Anti-reflux plugs (tego) are generally put on each branch of the catheter and changed once/week on friday at the user facility. The measure taken to solve the problem was a change of the device. The problem was not worsened and was solved. There was no patient harm associated with this complaint/event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. The investigation is pending.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and the lot number was found to fall under the scope of an existing CAPA. Corrected information can be found in h3 - device evaluation by manufacturer.